Event description:
The pt experienced a shocking or jolting sensation when husband turned his wife's stimulation up to 4.0 volts. She typically kept her stimulation around 2.8 volts. The husband turned device down to 0.0 volts and off, but wife still felt pain in rectum area. After the stimulation had been off for several minutes, she no longer felt pain. Turning the device on and up to 2.78 volts caused pain in the rectum again. She was switched to program #3 and reported the sensation as a slight tingling with no pain. Further info was requested.

Manufacturer narrative:
(B)(4)